Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between the pump and transmitter, led anomaly, and inability to charge. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a. Troubleshooting was performed, and the communication issue was not resolved. It was confirmed that the transmitter serial number was programmed in the manage devices screen. The customer was requested to run the test plug procedure. No damage was reported to the transmitter. The led light did not blink when connected to the tester or when removed from the charger after it was fully charged. The pump made multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-7040a, mmt-7841zn was requested and the customer response was the device will be returned for analysis.

Manufacturer narrative:
Following our receipt of one unit and placed under microscope and found with physical damage to cow catcher and all connector pins, unable to perform functional test or verify communication and led/battery anomalies due to physical damage. In summary, the customer complaint of communication and led/battery anomalies could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.